Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Final analysis noted the root cause of the failure to be mechanical in nature and electrically the device appears to be functional. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was being electively replaced for normal battery depletion. The physician reported that when they went in to take out the associated leads, the header was detached from the device casing on one side but all wiring was still intact. The device was explanted without further incident.